Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. Interrogation revealed that he implantable cardioverter defibrillator was in backup vvi. The device was reprogrammed successfully and the issue was resolved.